Event description:
Patient was having an office-based laser surgery performed. In the midst of the procedure, the laser cut off with an "error 43". The laser was shut down and restarted and ultimately cleared the error code. The procedure resumed with the laser appearing to be functioning normally, but after an additional 30 seconds of lasering, it became apparent that the laser was firing on its own, even when my foot was off of the pedal. I called for an immediate emergency shut down of the laser, which the rental company tech did. The laser was removed, and the procedure was discontinued. There was fortunately no untoward damage to the patient as the laser was under control while it was firing of its own accord.

Event description:
Patient was having an office-based laser surgery performed. In the midst of the procedure, the laser cut off with an "error 43". The laser was shut down and restarted and ultimately cleared the error code. The procedure resumed with the laser appearing to be functioning normally, but after an additional 30 seconds of lasering, it became apparent that the laser was firing on its own, even when my foot was off of the pedal. I called for an immediate emergency shut down of the laser, which the rental company tech did. The laser was removed, and the procedure was discontinued. There was fortunately no untoward damage to the patient as the laser was under control while it was firing of its own accord.

Manufacturer narrative:
The following elements have blank data: [device manufacturer's street address: (line 1)] for type of device: powered laser surgical instrument [city:] for type of device: powered laser surgical instrument [state:] for type of device: powered laser surgical instrument [zip:] for type of device: powered laser surgical instrument

Event description:
Patient was having an office-based laser surgery performed. In the midst of the procedure, the laser cut off with an "error 43". The laser was shut down and restarted and ultimately cleared the error code. The procedure resumed with the laser appearing to be functioning normally, but after an additional 30 seconds of lasering, it became apparent that the laser was firing on its own, even when my foot was off of the pedal. I called for an immediate emergency shut down of the laser, which the rental company tech did. The laser was removed, and the procedure was discontinued. There was fortunately no untoward damage to the patient as the laser was under control while it was firing of its own accord.